Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low and high blood glucose level. Customer's blood glucose value was unknown at the time of the incident. Current blood glucose was 252 mg/dl then 60 mg/dl. Customer states blood glucose level up 200 mg/dl he changed reservoir with insulin from different vial and came down and 12 hrs blood glucose level was 80 mg/dl to 120 mg/dl and the next morning he was up 200 mg/dl and stayed that way all day. He changed the infusion he dropped in range another 12 hrs and now he was doing good and today he crashed out went down 48 md/dl and treat with half tube of glucose tablets. Customer has not been using insulin pump system within 48 hours of reported low blood glucose level event. The customer was treated low blood glucose level with half tube of glucose tablets and high with insulin pump. Customer will not returned device for analysis.